Event description:
It was reported that the device has random spo2 measurements. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.